Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse 035 pta dilatation catheter as return for evaluation. No specific anomalies noted on the visual evaluation. On the functional testing of the returned device upon inflation using a in-house presto inflation device the balloon started leaking, upon microscopic observation it was noted a longitudinal balloon rupture. No further functional testing performed. Therefore, the investigation for the reported balloon rupture was confirmed as the balloon started leaking from the longitudinal rupture during the functional testing. A definitive root cause for the alleged balloon rupture could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure through the inguinal ligament access via a common femoral puncture to treat the left popliteal artery stenosis, contrast solution was allegedly found to be leaking at the proximal portion of the balloon. It was further reported that the balloon was removed and hole was observed at proximal end. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 10/2023) device not returned.

Event description:
It was reported that during an angioplasty procedure, contrast solution was allegedly found to be leaking at the proximal portion of the balloon . The balloon was removed and a hole was observed at proximal end. There was no reported patient injury.